Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. An obstruction, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 23mm valve experienced a left ventricular outflow tract obstruction found by echo. It was also learned that the patient expired due to cardiac arrest, as per medical notes, his kidneys acutely took a hit, and he became markedly acidotic, requiring crt, and he was therefore transferred from ccu to ICU for further care. An autopsy was not requested.

Manufacturer narrative:
Through investigation, it was identified this event does not meet the definition of a complaint. The event is being reclassified to a noncompliant accordingly.